Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
The pt was transferred from another facility. The waveform dampened on the pump and the iab leaked. Blood was noted in the tubing and the iab was removed. A second was inserted. No alarms sounded from the system 95 pump. Event complications: none from the event - rpt'd 6/25/97, 7/21/97. Pt current status: sent to ohs - rpt'd 7/21/97.